Event description:
Patient in surgery for a laparoscopic cholecystectomy, upper endoscopy. An applied medical brand epix universal clip applier was being utilized on the patient when it misfired. No harm to the patient occurred. The surgeon was provided with a different clip applier to complete the closure of the case. Expiration date of the clip applier is 03/26/2021. Reportable incident with FDA medwatch completed.